Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged spent three days in the hospital due to severe difficulty breathing/short of breath. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged spent three days in the hospital due to severe difficulty breathing/short of breath. The device was returned to the manufacturer's product investigation laboratory for further investigation. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were one reboot errors found. The manufacturer observed an unknown dust contaminant on the rear panel, bottom enclosure, blower, blower seal, and blower box. Evidence of liquid ingress was observed to the blower box. Keratin-like contamination was observed around the blower output seal. The manufacturer confirmed the presence for degraded sound abatement foam residue in the blower box the manufacturer concludes that they could not confirm the customer's allegation and there was visible foam degradation. Sections d8, d9, h2, h3 and h6 updated in this report.